Event description:
Caller alleged lot to lot variability in results with two (2) inratio strip lots. Results are as follows: date: (B)(6) 2014, strip lot 339256: inratio inr approx 4.7; strip lot 315117: inratio inr approx 2.1, 1.8 and 2.0, therapeutic range: 2.0 - 3.0. All tests performed within minutes of each other. Reportedly, the pt has an unspecified port that is routinely flushed with heparin. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
The inratio pt/inr test strips lot 315117 is being reported under a separate medwatch manufacturer report number 2027969-2014-00615. Investigation/conclusion: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the compliant was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer has lupus and aps. Which may falsely prolong the inr value. Testing with an aps-insensitive laboratory method is recommended for these patients. The customer's blood sample may have interfered with the coagulation test and cannot be ruled out as a possible root cause for the unexpected results. Additionally, the customer has a port that is routinely flushed with heparin. Limitations in package insert (pt), "this test should not be used for patients on heparin therapy." This constitutes off-label use. The manufacturing records for lot number 339256 were reviewed. The lot met specifications and no non-conformances were documented. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.